Manufacturer narrative:
Evaluation begun, but no conclusions have been reached.

Event description:
During preparation for use for cardiopulmonary bypass, the level alert sensor did not function properly. There were no adverse consequences to the patient as a result of this event.